Event description:
Pt hospitalized for hyperglycemia. On 2/12, pt's bg was 350 at 10 pm and rose through night to 515 in the morning. Pt changed the infusion set, tubing and cartridge and called dr. The dr advised the pt to give insulin injection but blood glucose did not come down very quickly. Pt vomited and went to ER. Pt eval of old infusion set noted that tubing appeared to be torn away from the hub.